Event description:
It was reported a 6f angio-seal sts plus device was used to seal the arteriotomy site post percutaneous radiologic procedure. Sometime later, the patient reported a discharge of yellow pus from the puncture site. The physician prescribed keflex medication for 14 days. A follow-up visit to the physician revealed a clear fluid discharge from the puncture site. Sometime later, the patient called the physician back to say, the yellow pus was present. The patient was kept on the keflex medication longer. Blood cultures were negative for infection and the patient had experienced no fevers. The patient was reported to be recovering.